Event description:
It was reported that the health care professional (hcp) requested a review of stored atrial tachy response (atr) episodes on this right ventricular (rv) lead. Technical services (ts) reviewed the events and observed noise on both the rv and right atrial (ra) leads. No pacing inhibition was noted, and all lead measurements were within normal limits. No adverse patient effects were reported. At this time, the pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).